Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.